Event description:
Resident was being transferred from the bed to a wheel chair. Stna moved the wheel chair sideways to the lift with the legs still closed and started lowering him. As they were lowering one stna was pulling the resident to align him with the chair and the lift tipped over sideways and the jib on the lift hit him in the forehead. The hanger bar also hit one of the stnas in the head and the left leg of the lift hit the other stna in the shin.

Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.